Manufacturer narrative:
A field service engineer (fse) went on-site and found leaky brown striped tubing on the aspiration module. The tubing was replaced and repair was verified per established procedures and results met published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a clenz leak underneath the coulter lh 750 hematology analyzer. The user was wearing ppe at the time of the event. There was no contact with the liquid and medical attention was not sought.